Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016 due to infection. The physician was dr. (B)(6) at (B)(6) in (B)(6), tx. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).